Event description:
During routine testing of the device at the repair center, the user reported the monitor failed to power on. The single board computer and batteries were replaced to resolve the problem. The monitor was originally returned for failure to power on. Since the event occurred at the service center, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.